Event description:
Customer claims that the alarm has power, but when the sensor is disconnected from the alarm it does not sound. There was no pt injury reported.

Manufacturer narrative:
(B) (4). Eval for the returned product shows that the alarm unit powered on. There is an alarm tone when the sensor pad is disconnected. During testing the rj-11 sensor connection #2 and fail-safe feature did not pass functional tests. (B) (4).